Event description:
From the surgical explant report: there was a suspected failure of the implanted device. The patient underwent right atrial and ventricular lead revision three years prior secondary to an intermittent failure to capture in the ventricle. The patient presented with similar complaints and with documented failure to capture in the ventricle. In addition, the pacing thresholds had increased from 0.5 volts to 2.4 volts in a short period of time. As the patient was pacemaker dependent with no underlying rhythm, due to the increasing pacing threshold and intermittent failure to capture, the patient was advised to have right ventricular lead repositioning.